Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has been beeping every ten or fifteen minutes for about two hours. The customer had changed the site and battery. Customer stated the buttons were not pressed or accidentally pressed and there is not something nearby that beeps. Blood glucose was 191 mg/dl. Customer was advised to monitor the device and call back if it recurs.